Event description:
It has been reported: reported overinfusion. Demerol 125 mg infused right away according to biomed.

Manufacturer narrative:
Per connie burns, curlin medical clinical, biomed and assoc. Director stated that the pt is fine. Narcan was given and pt recovered fully. A curlin medical rep visited the customer and evaluated the pump visually and confirmed that the platen was bent. The pump has not been returned to curlin medical as of this report. Once returned and evaluated, if the results are different, a follow up report will be submitted. Results: the bent platen can potentially cause over infusion. Conclusions: the bent platen potentially contributed directly to the event.